Event description:
It was reported that balloon rupture occurred. The target lesion was approached from the center of vein side and was located in a forearm anastomosis shunt. After a guide wire crossed the lesion, a 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.